Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced swelling of the eye. The iol was exchanged for another lens model following the initial implant procedure. The clinical reason for explantation was malposition of the iol causing pseudophakic bullous keratopathy (pbk). Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).